Event description:
N/a.

Manufacturer narrative:
Additional information: e1(event site telephone: (B)(6). It was reported that during routine check up performed by a getinge field service engineer (fse), the cardiosave intra-aortic balloon pump (iabp) had touch screen malfunction. There was no patient involvement, and no adverse event reported. Customer reported lower display has distorted image and touchscreen does not function. Getinge field service engineer (fse) arrived on site and verified the issue. Getinge field service engineer (fse) troubleshot the issue and found the lower touchscreen display to be bad. Getinge field service engineer (fse) replaced the touchscreen display and tested. Unit is now working correctly and touchscreen calibration passed. Unit passed all tests and calibrations and is cleared for clinical use. The failure analysis and testing department received the following part associated with this complaint: pn: (B)(4) sn: (B)(6) touchscreen assy (qty.1). This part was received with a reported unit failure message of lower display has distorted image. Performed visual inspection of this part received and part looks to be in good condition. Installed the touchscreen assy, into the cardiosave test fixture sn (B)(6) and tested to the factory specifications per pn 0002-07-d016 revision d and the cardiosave service manual pn 0070-00-0639 revision r. The failure analysis and testing department verified failure of touchscreen assy, has distorted image. Touchscreen assy, failed testing. This part is no longer going back to supplier for further investigation. The final investigation completed. Retaining this part in the fat dept, as per procedure (B)(6) rev aq. The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during a routine check ,the cardiosave lower screen is malfunctioning. There was no patient involvement reported .